Manufacturer narrative:
Concomitant medical products: 305u227 tissue valve, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.